Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA.

Event description:
Reporter stated that a patient capillary sample was tested on the coaguchek xs system with a result of > 8.0 inr. A venous sample, obtained immediately following the coaguchek xs result, reportedly measured 5.4 inr on an unspecified laboratory instrument. Reporter noted that, based on the elevated coaguchek inr result, patient's coumadin dose was withheld. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.